Event description:
It was reported when using the bd preset¿ eclipse¿ customer found a foreign body on the plunger of the needle. The following information was provided by the initial reporter. The customer stated: ¿arterial blood was collected from the patient according to the laboratory checklist, and a foreign body was found on the plunger of the needle of the arterial blood collector before use.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign matter could not be determined from the photos. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ eclipse¿ customer found a foreign body on the plunger of the needle. The following information was provided by the initial reporter. The customer stated: ¿arterial blood was collected from the patient according to the laboratory checklist, and a foreign body was found on the plunger of the needle of the arterial blood collector before use.¿